Manufacturer narrative:
The electrode and pulse generator remain implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. However, x-ray images pre and post reposition were analyzed. Analysis confirmed that x-ray images from the initial implant showed an inferior electrode position. In addition, the pulse generator was found to be inferior and slightly posterior. It was further concluded that the initial implanted position of both the electrode and pulse generator did not meet the implantation guidelines outlined in the instruction for use. After reposition, x-rays confirmed the electrode was moved superior and closer to the sternum and the pulse generator was moved superior and to an axial position. The repositioned electrode and pulse generator position was optimal per labeling guidelines and resulted in successful termination of vf. Finally, a review of the device history record for the electrode and pulse generator was conducted. No issues were identified that would have impacted this event. Note: cameron health's registration number has not been assigned. The MDR policy branch was contacted. Cameron health was instructed to place a note on the 3500a form indicating our pending registration. We were asked to provide our owner/operator number. (B)(4).

Event description:
Cameron health received information that this pulse generator required repositioning six (6) days after implant due to failed defibrillation testing. It was reported that the pt required a larger than usual dose of propofol for sedation. It was further reported that during implant, induced ventricular (vf) failed to be converted by 65j standard polarity shock. As a result a 360j external shock commenced and also failed; chest compression successfully converted the pt. A second defibrillation test attempt was made with reverse polarity 65 j shock, but was also unsuccessful requiring a 360 j external shock succeeded with intervening cardia compressions. The pt suffered rib fractured as a result of the chest compressions. Testing was terminated. Six days after implant additional conversion attempts were performed with the s-ICD in the same position. Vf was induced and failed to convert with a 65 joule (66 ohm) shock. A 270j external biphasic shock was delivered which failed to convert and subsequently an 80j (68 ohm) s-ICD shock was delivered and terminated the vf. A second induction was performed in which the vf failed to convert with a 80j (64 ohm) s-ICD shock in which the 360j external shock terminated the vf. As a result of the failed conversions, the system was repositioned. It was reported the electrode was moved superior and closer to the sternum in order to have less tissue between the electrode and sternum. The pulse generator was also repositioned more superior in a new pocket as close as possible to the ribs. It was reported there was massive tissue in this area, which made the reposition challenging. After the reposition, vf was induced and converted using a 65 joule (74 ohm) shock. There were no adverse pt effects as a result of the repositioning.